Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged allegation of serious and debilitating injuries. In addition, the patient reported heart damage. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged allegation of serious and debilitating injuries. In addition, the patient reported heart damage. There was no medical intervention required by the patient. The manufacturer received new and relevant information on 11/22/2024. The patient alleged allegation of severe stenosis of the aortic valve. Updated - patient identifier, other relevant history, reporting institution name, report source and patient outcome code grid updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged allegation of serious and debilitating injuries. In addition, the patient also reported heart damage and also the patient alleged severe stenosis of the aortic valve, heart surgery, be required to take prescription blood thinners for the rest of his life. There was no medical intervention required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust like contaminate along with hairlike fibers on the rear panel, bottom enclosure, blower box, blower motor, and the sd (secured digital) cover flip door. The ui (user interface) panel, ui knob, top enclosure, accessory module flip door, and the dc jack color insert also had a dust like contaminate. Evidence of liquid spots with potential mineral deposits on the blower motor, blower box, and the p4 dc power cable. Due to the liquid to the dc power cable, there was a rust like contaminate on the end. Multiple insects along with potential insect debris were seen inside the top enclosure, blower box, rear panel, bottom enclosure, blower motor, and throughout the entire device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Device serviced by 3rdp, device avail. For eval and date returned in section g: report source has been corrected. In section h: device eval. By mfg, device eval. By mfg, device avail. For eval, device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.